Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high to 400 mg/dl. The blood glucose had been low at 50 mg/dl and the customer treated with glucose tablets. The drive support cap appeared normal and recessed and the reservoir showed the same amount of insulin as shown on the status screen. The customer treated the high blood glucose with the insulin pump. The time and date were correct and the bolus history displayed all entries based on the customer's recollection. The customer declined the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.